Event description:
Olympus was informed of the following event via (B)(4). The customer reported the surgeon introduced the subject device through the mouth with the intention of advancing it into the bile ducts. As the scope was being advanced through the oropharynx, there was a mucosal tear at the cricopharyngeal area and the procedure was aborted. This event includes 2 reports: (B)(6): tjf-q190v, n5786100. (B)(6): maj-2315, unknown lot. This report is 2 of 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304-2022-00104.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue may occur due to the following: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Furthermore, per CAPA no. Omsc-hq-153-19, mucosa would be sucked into the distal cover and keep being sucked for several seconds after the user stops operating suction while the opening space of the scope¿s distal end is close to a mucosal surface. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. The root causes of this reported event are as follows: root cause 1: start the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). Root cause 2: removing the endoscope with the tip adsorbed on the mucous membrane by suction operation. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.